Event description:
Synovitis [synovitis], right knee effusion [joint effusion], total knee replacement [knee arthroplasty]. Case description: spontaneous case report was rec'd on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk with osteoarthritis (kellgren-lawrence grade IV with prior effusion). (B)(4). The pt's medical history was significant for previous use of synvisc (first course, it was reported that the age of the pt at first injection was (B)(6)). On (B)(6) 2003, the pt initiated treatment with first injection of the second course of intra-articular synvisc (hylan g-f 20) injection in right knee, dosage regimen not provided. On (B)(6) 2003, the pt experienced synovitis of right knee. On (B)(6) 2003, she rec'd her third synvisc injection in right knee. The lot number of synvisc was not provided. On an unspecified date in (B)(6) 2003, 55 cc of turbid yellow fluid was aspirated from the right knee (right knee effusion) and the pt was treated with intra-articular betamethasone at a dose of 1.3 cc and xylocaine (lidocaine) at a dose of 1 cc for synovitis of right knee and right knee effusion. On (B)(6) 2003, after 72 hrs, the pt had recovered from the event of synovitis of right knee. On (B)(6) 2005, the pt underwent total right knee replacement. The outcome for the events of right knee effusion and total right knee replacement was not provided. Relevant concomitant medications were not provided. The intensity for both the events of synovitis of right knee and right knee effusion was moderate and was not provided for the event of total right knee replacement. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related, with the event of total right knee replacement as unrelated and did not provided the relationship with the event of right knee effusion. F/u info was rec'd on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on (B)(4) 2013. Eval summary: the product or lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.